Manufacturer narrative:
The customer performed a look back and stated that they reported a falsely elevated carbon dioxide concentrated (co2_c) result to the physician(s). The customer used an alternate atellica ch analyzer to test the sample, noted that the repeat result was lower, matched a previous historical result, and issued a corrected report. Siemens assisted the customer remotely, reviewed system log files, and identified error 04 052 00 99 pressure transducer in the reagent arm detected that aspiration of reagent did not occur. The error was posted from 2:42 pm to 3:02 pm. The customer performed an autocheck and had failures, which included "probe level sense-dilution arm imt drain" and "probe leak test: sample arm. Neg line pressure change 4855 (5200 min)." The customer unlocked and opened the front cover and noticed the reaction washer probe #4 was leaking. Siemens dispatched a customer service engineer to the customer site, identified that qc (quality control) was out, replaced the solenoid valve for the wash probe 4, and ran the cuvette clean out diagnostic test. The photometer passed the complete autocheck, and qc testing was acceptable, and the analyzer was fully operational. Siemens reviewed the information provided and services performed by the cse, which included replacing the 2-way valve for rw4 dispensing (v22), verifying the probe no longer leaks, and performing autocheck and qc testing. All testing passed, and the customer noted no further issues. The potential cause of the falsely elevated carbon dioxide concentrated (co2_c) result was the malfunction of the reaction washer probe. The analyzer is operational, and no further action is required.

Event description:
The customer reported a reaction washer failure, performed daily maintenance, ran qc, noted that results were out of range, and stopped testing on the atellica ch 930 analyzer with serial number (B)(6). The customer performed a look back and stated that they reported a falsely elevated carbon dioxide concentrated (co2_c) result to the physician(s). The customer used an alternate atellica ch analyzer to test the sample, noted that the repeat result was lower, matched a previous historical result, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.